Event description:
It was reported that, when fixing the posterior augment to the femur, the lgn pos fem wdg 10mm sz7-8 lng did not interlock with the screw hole thread. The screw could not be tightened, and got deformed. After several attempts, another lgn pos fem wdg 10mm sz7-8 lng was opened. Unfortunately, this could not be fixed to the femur either. The augment had to be fixed to the femur with cement. A non-significant delay occurred as a consequence of this issue. Patient was not harmed. No further information is available.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. A dimensional evaluation of the returned device could not confirm the stated failure mode. The wedge was found to be within specifications. However, the two mating screws were found to be damaged along the threads likely from attempted insertion. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. According to the inspection procedure, the width and length of the device is measured with a caliper to ensure the correct size of the device. Also, the in process inspection states that parts should be verified to be free of burrs, pits, sharp edges, nicks or damaged areas. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. The contribution of the device to the reported event could not be corroborated. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.